Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim and medical records received. After review of medical records patient was revised to addressed failed metal on metal total hip arthroplasty due to elevated chromium and cobalt levels, trunnionosis associated with adverse local tissue reaction. Upon entering the hip joint, black fluid appeared almost like engine oil was present. Femoral head was removed and small amount of black material was noted at the head neck junction. The cup was slightly vertical but acceptable and slightly decreased anteversion but also in acceptable range. Doi: (B)(6) 2009, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records it was reported that the femoral stem and acetabular cup were will fixed and retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known. H10 additional narrative: added: h6 (clinical code). H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.